Manufacturer narrative:
Complaint is confirmed. Performed investigation. Found indications of memory overwrite is downloaded. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported the the unit of measurement setting of his unlocked freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.